Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm. The proximal neck is 28 mm in diameter and 27 mm in length. The left common iliac artery is 12-13-16 mm in diameter and the right common iliac artery is 12-15-13 mm in diameter. The right external iliac artery measures 9.1 mm in diameter and the left external iliac artery measures 10.1 mm in diameter. The proximal aortic neck angulation is mild. The right and left iliac arteries are severely calcified. Previously, the patient had revisions to original implant for a type ii endoleak including coil embolizations of ima, lumbars and in aneurysm sac to stop type ii endoleak. It was reported that on a fu CT scan, the aneurysm sac continues to increase. The physician performed a secondary intervention and decided to coil embolize the left hypogastric artery. With the embolization complete, the physician delivered, deployed and removed the delivery system of a 16x10x156 limb on the left side to the level of the proximal/mid left external iliac artery. This resolved the distal type I endoleak on the left. The angiogram found that the aneurysm sac was still filling ¿ physicians thought there was a type iii fabric endoleak on the lateral left side of the original main body graft caused by the 18 gauge needle that was used during the trans lumbar coiling done previously. This was noted on the left side just proximal to the flow divider and confirmed by angio. On the right side the hypogastric artery was occluded and it was decided by the physicians to reline the right limb and build down to eliminate any chance of a distal type I endoleak from that side though at this point none was seen by angio. A 16x10x124 limb was placed from the flow divider on the right to the level of the mid right external iliac artery. The device was delivered, deployed and delivery system removed without issue. At this point another angio was performed and the sac was still filling from unknown source. The physician decided to place four aptus endo anchors in the proximal neck in the main body of the original bifurcated graft ¿ this was performed and angio still confirmed sac filling. Physicians then decided they would implant a proximal cuff to the level of the most inferior renal artery which was done without issue ¿ 23x23x49. The physicians then decided they would implant bilateral 16x16 limbs within the newly placed cuff and build up in a kissing fashion to elevate the flow divider and ensure they had coverage of the suspected type iii leak. A 16x16x93 was implanted on the left side and a 16x16x82 was implanted on the right side in a kissing fashion approximately 2-3cm above the original flow divider into the newly placed aortic cuff. Everything was ballooned multiple times with a reliant balloon throughout the procedure. The proximal neck, all overlap points and all distal seal zones were ballooned during the procedure. Unfortunately the final angiogram revealed some contrast in the sac from unknown source ¿ discussion of still a possibility of distal and/or proximal type I endoleak on right, type iii and type ii. Patient was closed and will be followed by cta. No additional clinical sequelae were reported and the patient is being monitored. Film review analysis: review of several returned short angio video's confirmed that an endoleak was seen in each video. The type and cause of the endoleak could not be determined from the films provided.

Manufacturer narrative:
(B)(4).